Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by diarrhea. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The same day the patient began treatment with intravenous (IV) cephalothin 1 gram every day (duration not reported) and IV amikacin 500 mg every day (duration not reported). The day after onset of the event the patient was started on hemodialysis. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was not switched to hemodialysis therapy (as previously reported) because it was not possible to place a central catheter in the patient (no further detail was provided). On an unreported date, the patient¿s peritoneal dialysis (pd) catheter was changed and at that time, the patient continued performing pd therapy. Five days after being admitted to the hospital for the peritonitis, the patient was discharged and intravenous treatment with cephalothin and amikacin was discontinued. On the following day, the patient again began treatment for the peritonitis with intraperitoneal (ip) cephalothin and amikacin (doses and frequencies not reported). One week later, ip treatments with cephalothin and amikacin were discontinued, the peritonitis was resolved and the patient was recovered from the event. At the time of this report dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.